Event description:
Philips received a complaint from the customer on the v60 indicating that there was device instability on the v60 stand. It was reported that there was no patient involvement at the time the issue was discovered. A field service engineer (fse) was dispatched for onsite service and repair. Upon arrival, the fse installed the rubber feet. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.